Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of the rotablator burr catheter. Visual and microscopic inspection of the handshake connection, coil, and sheath were performed and revealed that the burr and part of the coil were separated from the coiled shaft 148cm from the handshake and not returned. Also, the remaining separated end of the coil was stretched. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 03-apr-2018. It was reported that the device could not cross the lesion. The 15mm x 3.5mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink¿ burr was selected for use. During procedure, it was noted that the burr could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed that the burr and part of the coil were separated.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that no fragments were left inside patient's body.